Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling reportedly resolved. The recipient resumed device use. Additional details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced soft swelling around the implant site. The recipient ceased device use. The recipient was prescribed antibiotics.